Event description:
The distributor reported to olympus, the air/water flow system on the evis lucera gastrointestinal videoscope had air/water flow issues. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation of air/water flow issue was not confirmed. During the inspection at repair center, it was determined that foreign material had clogged the inside of the nozzle which had been attributed to insufficient cleaning. Inspection of the returned device revealed additional findings. Due to a pinhole on bending section cover, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had white-clouded area and had a crack. Adhesives around objective lens and light guide lens (lg) had a white-clouded area. Plastic distal end cover has a crack. Due to a cut on heat shrinking tube of lock engagement lever (fe) lever, expected insulation capacity was not obtained. Connecting tube had a scratch and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be determined; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle. Olympus will continue to monitor field performance for this device.